Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery following a supply change. The customer reported an elevated blood glucose (bg) level of 350 (mg/dl). Reportedly, the customer had recently changed supplies after wearing supplies for three days. Troubleshooting for elevated bg levels with tandem technical support was declined. The customer did not have back up insulin therapy available. It was recommended that the customer contact their health care provider to obtain alternate insulin therapy until replacement pump arrives.